Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize therapy electrode (te) connection) was confirmed. As received, the monitor failed incoming functionality testing. The cause of failure is a lack of driven ground. The cause of the lack of driven ground is an open r781 resistor. The root cause of the open resistor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it did not recognize the therapy electrode (te) connection.